Event description:
Info received indicates the bed will not go into the trendelenburg position.

Manufacturer narrative:
The technician isolated the issue to the limit switch. He adjusted the switch package so the head down limit would engage to repair the bed.